Event description:
Serial# (B)(4) end user is (B)(6) and caregivers could not tilt without major effort. After 3rd time trying to tilt and after all adjustments were made right back cane collapsed. Chair when tilting making loud grinding noise. Maybe bent frame.